Manufacturer narrative:
Additional information was requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant crej2 creatinine jaffé gen.2 results for 2 patient samples on a cobas integra 400 plus. For patient 1 the initial crej2 result was 2.99 mg/dl and was reported outside of the laboratory. The physician questioned the result. The sample was repeated and the crej2 result was 0.68 mg/dl. The sample was repeated on a different integra 400 and the crej2 result was 0.72 mg/dl. For patient 2 the initial crej2 result was 3.44 mg/dl and was reported outside of the laboratory. The sample was repeated and the crej2 result was 0.69 mg/dl. The sample was repeated on a different integra 400 and the crej2 result was 0.82 mg/dl. The patient was a male. The customer stated that for patient 1 there were some changes in the sample tube gel characteristics. The specific changes were not provided. There was no allegation of an adverse event. The crej2 reagent lot number was 30285001 and the expiration date was 31-aug-2019. The initial investigation determined that the calibration was acceptable.